Event description:
This nurse (rn) was placing an IV for the patient. When the IV needle was inserted, there was a flash of blood as expected. However, blood immediately starting leaking from the base of the catheter. The catheter was advanced, and the needle was removed. Blood continued to leak around the catheter. The IV catheter was removed. This rn applied pressure with gauze and applied coban. No harm to patient noted. Reported this to charge rn.